Event description:
Rv impedance is low side of normal but that is how it has been since implant. R waves were on the small side between 1.8 and 3. But again they have been that way since implant. Threshold on the rv was also stable with a chronic threshold between 1.25 and 1.5v @ 0.4ms. Atrial lead was just as stable. No variation in atrial impedance, sensing, or threshold. Over-sensing of atrial pacing was seen on the rv lead today only. It was seen on his eri device and again on his new device after the generator change. We were able to change the sensitivity on the rv lead to 0.45mv and cover up the over-sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).